Manufacturer narrative:
Corrected information provided in b.5. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received reports the patient underwent a stent shortening procedure.

Manufacturer narrative:
Additional information provided in b3, b6, b7, and d.6. A4. The patient's weight is reported as 90 kg. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported following the implant of a micro-filtration device, there is threatening endothelial decompensation due to suspicion of device endothelial contact. Additional information was requested.